Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm tubing defective/damaged. On 21 august, during routine venous catheterisation, the initial puncture was successful with blood return observed. Subsequently, blood seepage was noted at the catheter tubing site. Examination revealed a tear in the tubing, necessitating repeat venous puncture.

Manufacturer narrative:
The customer returned one photo but did not return the defective sample. The photo shows that the extension tube of the defective sample is leaking. DHR/bhr review (lot#5048527): the products of this batch were assembled at intima ii auto line 2 in mar 2025 and packaged at r240 package line in mar 2025. Work order quantity was (B)(4) each. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. Leakage test the retained sample of this batch, the test is qualified, no leakage at the extension tubing. Possible reason: when the extension tubing is pinched to one side and not centered in the pinch clamp, the extension tubing may be damaged. In the process of product assembly, assembly gripping jaw wear or poor alignment may cause damage to the extension tubing in this part, resulting in leakage. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photo show leakage at the extension tube. But since defective samples were not received for further analysis and the abnormal condition of the extension tube could not be clearly identified, so the root cause of the leakage in the extension tube cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information available.